Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed an no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was a 4mm inaccuracy while navigating all instruments, tracking was not an issue. There was less than an hour delay in the procedure. No impact on patient outcome.